Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the device does not pass the functional test. There was reportedly no patient involvement.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty therapy capacitor. The therapy capacitor was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.